Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis. Troubleshooting was not performed at the time of the call. Discussed with customer site rotating and site insertion techniques. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See scanned page.